Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 3. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The hp was connected. The bag became disconnected. The technical service representative (tsr) recycled the power and cleared and explained the alarm. The caller would discard the supplies and finish with manuals. Global product surveillance contacted hp on (B)(6) 2011. The hp did not complete therapy that night but did a manual exchange the following day. The hp did not notice any defects with the original cassette. The hp stated that she did not connect the supply bag all the way and that is why it became disconnected. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2/3 was confirmed. The bag became disconnected. The hp stated that she did not connect the supply all the way and that is why it became disconnected. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause was loose connection.